Event description:
Per provider: sieve beds are contaminated.per independent repair center statement: low o2 or yellow light. Additional failure sieve beds contaminated, pilot valve defective, muffler cracked, sieve beds replaced, on/off switch defective